Event description:
It was reported following successful deployment of this bilary stent in the common iliac artery, a segment of the delivery system detached in the pt. The detached segment was successfully retrieved utilizing a snare. The pt's condition is good. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. F/u indicated post placement angioplasty was not performed because of the amount of time it took to retrieve the detached segment. Although there were some initial concerns the stent was not fully dilated, a previously scheduled bypass procedure was performed at a later date and confirmed successful dilatation. This device was used in an non-indicated procedure, iliac stent placement. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the cause for this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms."